Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an event on (B)(6) 2026 in which the infusion set was stuck in the inserter. No further information available.